Manufacturer narrative:
(UDI): UDI had not been implemented for class ii devices in 2015. The device investigation has been completed and the results are as follows: device history record (DHR) reviewed? Yes. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria specified in the production router. Stock product reviewed? No. The complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspected? Yes. The returned implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 10 mml x4.5 mmp using the radiographic template. No defect or non-conformity was observed. Investigational results: the return part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that an inclusive tapered implant failed. The patient has bone type IV. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2017 for primary procedure on tooth #5. Upon examination the provider notes the implant lacked stability and was removed. The patient's status is satisfactory.